Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 4 of the same event it was reported from (B)(6) that during testing, it was observed that two small battery drive devices and two battery devices stopped working when used to cross test equipments. According to the reporter, one small battery drive device ran for half a second when tested with a battery device. The second small battery drive device seemed to die when being tested with another battery device. It was noted that both batteries had been tested with the small battery drive devices from the customer. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the fuse was blown. The assignable root cause was due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.